Manufacturer narrative:
Additional information: patient demographics, device lot number and device manufacture date provided. The reported issue occurred in a cervical posterior spinal fusion. Correction: product, unique device identification (UDI) and associated fields updated to proper value.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis

Event description:
A medtronic representative reported that, while in a spinal fusion, the tip of the drill bit guide slipped out of the handle for the instrument. The site elected to use another guide from a separate instrument tray to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.